Manufacturer narrative:
This report represents 6 of 6 patient infections reported. The following patient identifiers are linked: (B)(6) (patient death), (B)(6) (patient death). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the patient developed an unspecified infection after undergoing an endoscopic procedure. It is unknown whether the patient exhibited any signs or symptoms of infection, and no medical intervention or treatment for infection was reported. Two bacteriological tests of the endoscope were negative for contamination, but the customer could not rule out the scope as a source of infection. Olympus made multiple attempts to obtain additional information from the customer without success.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer, additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b5, d8, d9, h3, h6, h11. The customer¿s allegation was not confirmed. It is noted that this device was discontinued on march 31, 2025. Since the manufacturer no longer provides repair services, the contaminated device was sent to a third-party maintenance provider for repair. According to the repair report dated august 6, 2025, several parts were replaced, including all channels that come into direct contact with the patient¿s bodily fluids. The device was received at the olympus repair center on october 2, 2025. As a result, further inspection is not possible, and culture testing cannot be performed to detect the presence of germs suspected of causing patient deaths and infections. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. However, it should be noted that the customer was utilizing a non-olympus endoscope washer disinfector (ewd) that was undergoing a field corrective action (fca) related to the disinfection efficacy of flexible endoscopes. This device is no longer in use and is also out of service. A definitive root cause could not be determined. Based on the results of the investigation, there could potentially be a correlation between the actual product/ device status and cause of contamination or infection. In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when repair activities executed by a third party company. The last culture results by the customer was negative. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the channels were cultured on (B)(6) 2025 with results of 35 colony-forming unit (cfu) of pseudomonas aeruginosa, and retested on (B)(6) 2025 after reprocessing with results of 1 cfu pseudomonas aeruginosa. Further testing done by a third-party lab in september 2025 was negative for any bacteria.